Event description:
Related manufacturer report number 3006705815-2022-01220. It was reported that lead fracture issue was observed on both leads. The patient denies any traumas or falls. Patient still had therapy. The leads were explanted, and new leads were implanted. There were no complications during the procedure and therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.